Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00023. This report is being submitted as additional information. Approximate age of device ¿ 4 months. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, and the reported event could not be conclusively established through this investigation. The account communicated that on (B)(6) 2017, the patient expired due to intracranial hemorrhaging. Multiple requests for product return were sent but the device was not returned. The hmii lvas instruction for use lists stroke as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2017 due to intracranial hemorrhage. No additional information was provided.